Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance). All expected results were met. Slider resistance is not verified since no damage was observed and since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "injector defect that has jammed" during implantation in left eye. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "injector defect that has jammed" during implantation in left eye. No eye injury noted.